Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 247, 251, 311, 289 and 340 mg/dl. The customer¿s expected am fasting blood glucose test result is 140 mg/dl and expected pm fasting two hour post meal expected blood glucose test result is 205 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/23/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 25-apr-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial issue has been resolved and that she is comfortable with the glucose readings from the product.

Manufacturer narrative:
Sections with additional information as of 14-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.